Manufacturer narrative:
Motor error alarmed during rewind due to corrosion on motor home switch. Corrosion found on transducer and interface board. Unable to verify several motor error alarms due to motor damage. Keypad button and display function properly. No frozen display or damage found on keypad trace.

Event description:
The customer reported a frozen display and unresponsive buttons on the insulin pump. The customer stated that the time on the screen was not advancing either. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time